Event description:
Reporter indicated a vns pt was having increased seizures prior to pt's vns generator being replaced, due to end of service. It is unk if the seizure level is greater than pre-vns baseline levels. The explanted generator has been returned and is currently in product analysis. Attempts to the reporter for additional info are in progress.